Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump battery interminently could not be charged. Customer continued to use the pump for insulin delivery. Customer's blood glucose was 80-180 mg/dl